Event description:
Customer's son in law reported that the customer received a glucose result of 90 mg/dl on their freestyle freedom blood glucose monitor. At the time of this result, the customer was reported to have been "unresponsive, drooling, and their eyes were rolling." 911 was called, and approximately 30 minutes later an ambulance arrived and received a glucose result of 50 mg/dl on an unknown brand of glucose monitor. Sugar was administered by paramedics, and customer was transported to a local hospital. Exact treatment administered and duration of stay while at the hospital is unknown.

Manufacturer narrative:
Customer returned freestyle freedom blood glucose monitor, test strips with lot number 0628806 and control solution with lot number 6f2a07. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors or other issues observed during control solution testing. The freestyle freedom blood glucose result as reported by the customer was not identified in the meter internal log.